Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) balloon detached. A visual examination of the complaint device revealed that the catheter was kinked. The balloon was found to be detached from the catheter while the proximal part of the balloon remained intact on the catheter. The single lumen was found to be stretched. Based on the condition of the returned device, the reported failure of balloon hole/perforated could not be confirmed due to the condition of the complaint device. In the case of this complaint, the balloon either burst first during procedure, or could not be removed from the scope causing the lumen to be stretched and the balloon to detach. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, a hole was noted in the balloon before it was inflated. As the balloon was inflated, they noticed the water was leaking. The procedure was completed with another cre balloon. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Investigation results revealed the balloon to be detached from the catheter, therefore this is now an MDR reportable event.